Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a fortrex hp pta balloon catheter during treatment of a plaque lesion in the patients mid radial artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre or post dilated. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. A non-medtronic inflation device was used for balloon inflation. 50/50 contrast inflation fluid was used. A pin hole balloon burst at unknown pressure was reported during the procedure. Issue occurred on first inflation. The balloon did not detach during event. The device was safely removed from the patient. A replacement medtronic device was used to complete the procedure. No patient injury reported.